Event description:
The manufacturer became aware that a user alleges the continuous positive airway pressure (CPAP) device and heated humidifier had a burning odor and were smoking . The user was reportedly found unresponsive and was subsequently hospitalized for "high co2 levels". The user has since been discharged home. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the devices for investigation. There was no evidence of thermal failure of the devices that would have resulted in the reported events. All temperatures were within specification. There were no unusual odors; other than tobacco and nicotine contamination found in the device. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user manual for this device cautions the user: "a properly installed, undamaged philips respironics blue pollen filter is required for proper operation. The reusable blue filter screens out normal household dust and pollens, while the light-blue ultrafine filter provides more complete filtration of very fine particles. The reusable blue filter must be in place at all times when the device is operating. The ultra-fine filter is recommended for people who are sensitive to tobacco smoke or other small particles. The user manual also cautions the user that " tobacco smoke may cause tar build-up within the device, which may result in the device malfunctioning." Based on the available information, the manufacturer is unable to confirm the customer's complaint and concludes no further action is necessary at this time.